Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 was reproduced and confirmed through evaluation. This condition was caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had sys error 105 in labor and delivery. It was also reported there was no pt injury.